Event description:
Associated medwatches: 9610612-2021-00040 (B)(4), 9610612-2021-00041 (B)(4), 9610612-2021-00042 (B)(4), 9610612-2021-00043 (B)(4), 9610612-2021-00044 (B)(4), 9610612-2021-00028 (B)(4), and 9610612-2021-00027 (B)(4).

Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file- no malfunction or serious injury. Investigation results: visual investigation: products available for investigation in a decontaminated condition. Both kerrison punches are showing a bent-up cutting edge and a damaged part on the upper slider part. Vigilance investigator carried out the pictorial documentation visually and microscopically. The punches show clear signs of deformation on the cutting edge of the upper slider, which is bent-up. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fk963r - kerrison detach.130deg up 200mm 3mm thin. According to the complaint description, it was reported that two kerrison detach.130deg up 200mm 3mm thin devices were noted to have curled up at the distal top cutting part of the devices during a laminectomy procedure on (B)(6), 2021. The reporter stated that the devices were used to cut somewhat hard bone (the spinal vertebrae). To the reporter's knowledge (as he was not present during the procedure) the devices were able to partially cur the vertebrae and when pulled out of the surgical field the curling was noted and an alternative device was used to finish the cut. The initial reporter did not mention any surgical delay as backup devices were readily available to successfully complete the procedure. The incident did not cause or contribute to a serious injury of to a death. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4).